Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that the hakim valve and catheter contained a blockage. A revision took place and the shunt flow was confirmed. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The products will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at 50mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. The catheter was visually inspected, a cut/tear in the catheter was noted. The valve was tested for programming and passed. The valve was flushed; the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. No root cause could be determined as no functional problem was noted with the valve. The root cause for the tear/cut in the catheter could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low tear/cut resistance. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.